Event description:
The hospital reported that the patient was found collapsed at home and an ambulance was called. The family stated that there were no alarms from the device at this point. The ambulance staff arrived and it was reported that it is believed that they disconnected the controller and transported the patient to nearest emergency department; however, the events as they occurred at that time is unclear. The patient was pronounced dead on arrival. The implanting hospital was not contacted until after the patient was deceased. The primary and backup controllers were returned to implanting hospital and they confirmed that both were functioning. The post mortem report is pending.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and pump were not returned for evaluation despite multiple attempts to obtain them. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "vad stop" alarms on the date of the reported event. The devices were not returned for evaluation; therefore, no malfunction could be confirmed. There are no known clinical factors that could have contributed to this event. It was reported that the ambulance personnel involved in this case didn't act according to the agreement of calling for lvad assistance. The controller experienced multiple losses of power; however, although power was briefly restored to the controller, it was not restored long enough for the controller to start the motor. The controller was without power for approximately one hour and forty minutes, after which the controller was powered up again and successfully started the motor. However, the controller again lost power for about thirteen (13) minutes, and the driveline was disconnected. Following the driveline disconnect there was one additional controller power up, but the motor was not started (because the driveline was physically disconnected). Just prior to the event, the controller was running on two batteries; however there is no evidence of abnormal power consumption or behavior prior to the loss of power. Despite the reoccurring losses of power, there is no indication that the patient attempted a controller exchange. Of note, the log files demonstrate a history of six controller power losses, the most recent occurring just one month prior to the event. Furthermore, log file analysis revealed a premature power switching event an hour and forty five minutes prior to the first loss of power. It's unknown whether this was a contributing factor to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with a vad stop and controller loss of power may be attributed to an accidental power source disconnection or a malfunction of the power sources. Based on the information provided and unavailability of the devices for evaluation, the cause of the reported event cannot be established. It is possible that the patient was experiencing issues with the power sources. The devices have not been returned to date due to being retained as evidence in legal proceedings involving the ambulatory service and the family of the patient. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device alarm system issue. (B)(4).